Manufacturer narrative:
The surgeon released the ankylosis and reported that the implants appeared stable and secure. Multiple MDR's were submitted for this event (2031049-2020-00098).

Event description:
The surgeon removed the heterotopic bone formation on the right side.